Event description:
1. Situation : during rspv cryo-ablation with cryo-balloon catheter, blood pressure decreased and cardiac tamponade was confirmed. 2. Timing : during ripv cryo-ablation. 3. How to complete the procedure: performed drainage and the procedure was continued. [Cardiac tamponade] biosense webster inc (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).